Event description:
A customer contacted beckman coulter (bec) on (B)(6) 2013 regarding reproducibly elevated troponin I (accutni) results above the ami cut-off generated by their access 2 immunoassay system for an (B)(6) male patient. Four patient samples were drawn from the patient over 4 days. The elevated results were released outside of the laboratory. The customer informed bec on (B)(6) 2013 that the patient underwent a cardiac catheterization procedure in response to the reproducibly elevated accutni results. Per the medical director of the laboratory, no significant flow-limiting abnormalities were noted during the procedure and the patient was also noted to have ck-mb results (2.6 ng/ml, 2.1 ng/ml, and 2.6 ng/ml) within the normal reference range on each sample. The medical director of the laboratory questioned the reproducible elevated accutni results due to the findings of the cardiac catheterization procedure and the normal ck-mb results.

Manufacturer narrative:
The customer confirmed the patient samples were not tested using an alternate methodology. The customer also reported the patient had historical reproducibly elevated accutni results that matched the results in this event however no data was supplied to verify this statement. System parameters (including qc and system checks) were performing within assay/instrument specifications. The customer confirmed that all analyzer maintenance is up-to-date. There were no errors in the analyzer's event log at the time of testing. There were no problems with any additional assays or patient results. Service was not dispatched to the customer site in response to this event. Samples were collected in becton dickinson lithium heparin plasma separator tubes and were normal in appearance. Patient samples were returned to beckman coulter for patient source interferent testing and testing did not demonstrate the presence of a patient source interferent. A clear root cause for this event could not be determined.